Event description:
This report is for one of the two vitrectomy probes.

Manufacturer narrative:
One of the two products received by the manufacturer was found to a different product and will be filed under manufacturer report number 1644019-2021-00409. The returned sample was visually inspected and found to be non-conforming with the needle slightly bent and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. The product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported two vitrectomy probes did not cut during a procedure. The procedure was completed after replacing the product with a third one. There was no harm to the patient.